Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Loading device was not returned for investigation. Delivery device was returned back with the proximal seal missing tether, anchor tab and tension spring. The seal was observed crack on the inner side of the coil. Blood was visible on the seal. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. Based upon the received condition of the device, both the reported failure "leak seal" and analyzed failure "crack seal" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, an off pump cab, heartstring iii 4.3 proximal anastomotic device was desired by the surgeon. After palpating the ascending aorta, a soft spot was identified and periaortic tissue was dissected from site in the usual fashion in preparation for proximal anastomosis. The 4.3 aortic punch was deployed without any complications. The 4.3 heartstring was then inserted into aortotomy without complication. Once deployed in the aorta, the delivery device was gently removed. The tension device and the removal portion of the device was visible on the outside of the aorta but the device was not providing adequate hemostasis. Gentle manual repositioning of the device was performed without any success. This device was removed and an additional 4.3 hsk was deployed in the aorta with the same results. A partial occlusion aortic clamp was then placed on the aorta revealing a large shelf of calcium extending around aortotomy site. Hospital believes this is not a product failure as much as it is just a bad aorta. (2nd device used in case) related to (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, an off pump cab, heartstring iii 4.3 proximal anastomotic device was desired by the surgeon. After palpating the ascending aorta, a soft spot was identified and periaortic tissue was dissected from site in the usual fashion in preparation for proximal anastomosis. The 4.3 aortic punch was deployed without any complications. The 4.3 heartstring was then inserted into aortotomy without complication. Once deployed in the aorta, the delivery device was gently removed. The tension device and the removal portion of the device was visible on the outside of the aorta but the device was not providing adequate hemostasis. Gentle manual repositioning of the device was performed without any success. This device was removed and an additional 4.3 hsk was deployed in the aorta with the same results. A partial occlusion aortic clamp was then placed on the aorta revealing a large shelf of calcium extending around aortotomy site. Hospital believes this is not a product failure as much as it is just a bad aorta. (2nd device used in case) related to (B)(4).